Manufacturer narrative:
Result of investigation: the most probable root cause is a user error by inserting of an incorrect, or dirty light guide and subsequent overheating. Due to a small space between the light guide and the fibre taper and the high amount of light, extreme heat is developed. When an incorrect or dirty light guide is connected, the fibre taper gets burned and looks exactly like the picture in the product investigation section. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that " there was a smoky smell. Smoke was coming out. The operation was completed with another surgical tower". The procedure was completed successfully. No negative impact in state of health reported.